Event description:
On (B)(6) 2013 a lay user/ patient called lifescan (lfs) alleging her unknown onetouch verio iq meter was in the incorrect unit of measurement. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue started on between (B)(6) 2012. The patient reported obtaining readings of "3.5 mmol/l and 350mg/dl." The patient reported using insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported a few months later she developed symptoms of feeling "dizzy, weak, and not able to function." The patient reported in the beginning of march (unknown year) her doctor recommended she begin continuous glucose monitoring (cgm). The patient did not report receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca confirmed the meter was in the incorrect unit of measurement, and the patient was unaware. The patient reported that the unit of measurement had no recently changed. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.